Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings:. Black box shows evidence of unexplained "por" events beginning on (B)(6) 2016. Pump powers with returned battery cap. Battery cap unable to fully tighten. Battery cap measures within specifications. Battery compartment cracks observed from thread area to case seal and below grip pad. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.